Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further specified as contamination from the patient¿s cat. The patient was hospitalized for the event and treated with unspecified antibiotics (doses, frequencies and routes not reported). The patient was discharged seven days after being admitted to the hospital. Approximately three weeks later, the patient was again hospitalized for peritonitis. The patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for the peritonitis. The patient¿s pd catheter was removed and the patient was placed on hemodialysis therapy. At the time of this report, the patient remained hospitalized with ongoing antibiotic treatment. The patient had not yet recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in the development of peritonitis. The break in aseptic technique was further specified as contamination from a patient's cat. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.